Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels and that the reservoir had a presence of air bubbles. The customer's blood glucose was 550 mg/dl and he had some trace of ketones as well. The customer stated that he felt horrible and treated with manual injections. The caller observed several tiny bubbles in the reservoir. She was advised to deliver a 5 unit fixed prime into the air until the bubbles were no longer visible. They rewound the insulin pump and attempted to prime the tubing and decided to change the entire set since there were so many bubbles. The insulin had not been stored at room temperature and they were advised that this may have contributed to the air bubbles. She reported that insulin did not exit with a manual prime using the current set. They changed his bottle of insulin and did not have any further issues related to air bubbles. His blood glucose lowered from 230 mg/dl to 125 mg/dl by the end of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.